Event description:
It was reported during a device change-out for normal eri, when the lead was exposed, it appeared it had been previously repaired. Fracture was observed. Testing with an analyzer revealed high pacing impedance and low high voltage impedance. The system was explanted and the patient was sent home in stable condition with a life vest pending new implant surgery. A week later, a new system was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.